Event description:
The sonicision was not working - displaying red light. Another sonicision was opened to complete the procedure. The product did not have patient contact or patient harm. Manufacturer response for sealer ultra sonicision, (brand not provided) (per site reporter). The product was returned to manufacturer for evaluation.